Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was not using the ins very much as they felt the charging was burdensome and took too long. Their pain level was never better than 5/10 for their back and legs. They had been told to contact a rep to reprogram and to see if they needed a replacement but no contact had been made. No actions were taken. The event is ongoing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the pain in the patient¿s leg and back was better as of (B)(6) 2020. They still hadn¿t had reprogramming, but the event was noted to be resolved as the device was charging and the back and leg pain was mild. The event was related to subject non-compliance.